Event description:
Reference number (B)(4). Event occured in the united states. The patient reported experiencing kinked cannula event on 08-apr-2025. Symptoms were noticed within 3 hours of insertion, and the cannula was inserted in the abdomen. Patient had blood glucose levels were 412 mg/dl. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.